Event description:
It was reported that during an unknown procedure, the tissue could not be anastomosed. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned embolic protection system (eps) was returned with blood on the coils, core and filtration element and no saline visible. This is consistent with use of the device. There was no damage noted to the filtration element. The core was separated 3 mm distal to the step. The separated portion was returned for a length of 2.7 cm. The tip coils were separated 4 mm distal to the step. The separated portion was returned. The tip coils were stretched distal from the separation, for a length of 6 cm. There were offset and overlapping tip coils distal to the step for a length of 2 mm. There was a bend in the tip 7 mm proximal to the tip ball. There were two kinks in the core 27.5 cm proximal to the step and 117 cm distal to the proximal end of the bare wire. There was no other damage noted to the bare wire. Scanning electron microscopy (sem) analysis of the separation site of the proximal and distal portions revealed that the core and tip coils exhibited twisting and swirled dimples on the fracture surfaces. Failure of both the core and tip coils may be attributed to a dimple rupture, indicating torsional overload. The sem analysis is consistent with the wire being sheared off due to interaction with the atherectomy device while rotating. The noted kinks, bends, stretched coils and separations all appear to be related to this interaction. Based on the portions of wire returned, there is no indication to suggest that any portions of the wire were left behind. The nav 6 was being used in the periphery; it should be noted that the instruction for use (IFU) indicates: the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus/debris) while performing angioplasty and stenting procedures in carotid arteries. This off label use does not appear to have contributed to the separation. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. The damage to the barewire appears to be related to case circumstances and there is no indication to suggest a product deficiency. During the manufacturing proceed all embolic protection devices are 100% visually inspected for damage. In addition, a sampling of units is visually, dimensionally and functionally inspected.

Event description:
It was reported that during a procedure of the peroneal using a non-abbott atherectomy device, during removal of the atherectomy device it became stuck on the barewire at a kink and the guidewire distal tip detached. It was suspected that the atherectomy device which spins at about 25-74 rotations per minute (rpm) spun on the wire. The tip was retrieved using a 4 mm snare device. There was no radiographic evidence that any of the guidewire remained in the anatomy. The physician stated that a kink was present in the barewire possibly from the access at the high antegrade stick and a vessel bend. There was no reported patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. Carotid artery, used in the peripheral.